Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video-assisted thoracoscopic surgery (vats) lobectomy of the lungs at the ligation of the pulmonary vein, the blade got stuck on the pulmonary vein, especially at the right pulmonary vein, and then they could not squeeze the handle anymore to fire it again. So the surgeon pulled the black retraction knob to get it back. There was no patient harm.